Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; no issues were noted and the device performed according to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white substance observed before the filter of a clearlink system continu-flo solution set which resulted in an occlusion with an unspecified pump. The set was used with a non baxter filter set. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.